Event description:
It was reported that feed pump set to delayed start but does not start and reverts to select syringe type. The reporter stated that the issue was initially identified during a previous shift after it was observed that the baby's feed had been administered approximately one hour late while the reporter was on a break. Upon returning later that afternoon, a full feed syringe was found loaded in the pump; however, the infusion had not been delivered, and the device was displaying the "select syringe type" screen. The feed was approximately 1.5 hours late. So, it was decided to skip that feed (1400) and fed on time for 1600. The event involved a patient; however, no patient harm was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.